Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-19. H6: investigation summary bd received 55 samples and no photos for this investigation. 55 samples and no photos were returned by the customer in support of this complaint. 55 customer samples were evaluated and visually inspected with no damage or issues to the product. The gel barrier is present in all tubes and at the same level. A draw test was performed at the manufacturing site on all 55 samples. With 10 of the 55 testing below the specification limit. Additionally, 10 production lot in-house retention tubes samples were draw tested from the affected lot, previous, and post lots produced on the same line. All testing results were within specification limits. There was no stopper pop off that was identified after the draw testing was completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification. The manufacturing data of all components were reviewed with no issues being identified.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was under-fill or low draw of the tubes with blood and the stoppers pop out of the tubes. The underfill event occurred 56 times. The stopper pop off event occurred 1 time. The following information was provided by the initial reporter. The customer stated: they are "experiencing underfilling. The vacuum seal is not working. The blood does not draw in to the tube." Additional information: the director of the ER states "that the tops also pop off the tubes when filled. It has only happened with this lot. They do direct draws and also use the btd when drawing with syringe. Discussed that they should not force blood into the tubes but let the tubes draw the blood into them. He states that staff has been instructed not to force blood into tubes. No erroneous results reported."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there was under-fill or low draw of the tubes with blood and the stoppers pop out of the tubes. The underfill event occurred 56 times. The stopper pop off event occurred 1 time. The following information was provided by the initial reporter. The customer stated: they are "experiencing underfilling. The vacuum seal is not working. The blood does not draw in to the tube." Additional information: the director of the ER states "that the tops also pop off the tubes when filled. It has only happened with this lot. They do direct draws and also use the btd when drawing with syringe. Discussed that they should not force blood into the tubes but let the tubes draw the blood into them. He states that staff has been instructed not to force blood into tubes. No erroneous results reported."